Event description:
In 2008 - rep alleged that the siderail will not stay in the up position. No injuries reported at this time. The next day, tech - pt lft ft siderail not latching. Fluid froze latch, cleaned reassembled and lubricated.